Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc device. Customer reported receiving high sensor scan results compared to readings obtained on a competitors meter and customer experienced a loss of consciousness. Customer was unable to self-treat and received treatment from a healthcare professional of unspecified oral and intravenous medication for hypoglycemia. No further treatment was provided. There was no report of death or permanent injury associated with this event.

Event description:
A high readings issue was reported with use of the adc device. Customer reported receiving high sensor scan results compared to readings obtained on a competitors meter and customer experienced a loss of consciousness. Customer was unable to self-treat and received treatment from a healthcare professional of unspecified oral and intravenous medication for hypoglycemia. No further treatment was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.